Event description:
Artsii study: the target lesion (proximal lad) was revascularized for restenosis in 2003. Approximately two years later the patient was hospitialized with a myocardial infarction and the target lesions. (Proximal lad and prosimal circumflex) were treated a second time for restenosis. The patient was discharged a week later.